Manufacturer narrative:
Device analysis report attached. This report is submitted on april 04, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to pain and performance decrement. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 10, 2023.